Manufacturer narrative:
The customer did not return the phaco handpiece for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction there was no irrigation in the "pre-phaco" step. Lens milking was observed and the patient experienced a corneal burn. Additional information has been requested but not received.